Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The lens was exchanged for a three diopter difference in power, which reflects that the iol explant was due to a changed dioptric preference by doctor, and not because of product issue. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, she experienced blurry vision and bad glare. Additional information was provided by a technician that the lens was exchanged in a second procedure. Further information was received that the lens was replaced with a different model.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the patient that following a cataract extraction with intraocular lens (iol) implant procedure, her vision was blurry, her close vision was gone, and she experienced bright sunbursts and halos. The lens was exchanged in a secondary procedure for a different model and power to allow the patient monovision. This eye would be the patient's reading eye. The patient provided additional documentation which indicates she developed corneal edema on postoperative day one. She was prescribed sodium chloride topical medication four times daily. She was also prescribed a topical nsaid(non-steroidal anti-inflammarory drug) and a topical steroid. One week later the cornea edema had resolved. Approximately one month following the procedure she developed cystoid macular edema (cme) and double vision, but no significant cme on ocular coherence tomography (oct). Two months following the procedure, the patient reported glare, blurry vision, difficulty with reading and distance vision, starburst effect with oncoming headlights, and a temporal shadow in her vision since surgery. There is a compliance issue with the topical medications. A second opinion was requested and the patient was diagnosed with a macular hole. Two weeks later the patient was diagnosed with an epiretinal membrane. Three months following the initial procedure the lens was replaced with a different model and diopter iol. Cell and flare are noted on slit lamp examination at one day postoperative visit. Two weeks later the patient reports her vision is good for reading. She still has glare but is better. Approximately 6 months following the iol exchange the epiretinal membrane and macular hole are still present.

Manufacturer narrative:
(B)(4).

Event description:
Upon review of the complaint file, the inflammation reported was not associated with this iol. The cell and flare was noted on slit lamp exam one day following the removal of this iol from the eye.